Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) and breath delivery (bd) central processing unit (cpu) printed circuit boards (pcbs). The se updated the software to the current revision , performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a loss of communication error message and went into an inoperable state. The ventilator was not in use on a patient at the time of the reported event.